Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9am on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported exercising as part of their usual diabetes management. The patient reported developing a symptom of ¿shaking¿ at 1pm on (B)(6). The patient reported consuming food and drink. The patient denied testing on any other device at this time. At the time of troubleshooting, the cca determined that the patient was incorrectly applying blood to the test strip before inserting it into the meter. Training was provided and replacement products sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.